Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead exhibited automatic mode switching due to noise oversensing. The patient was asymptomatic due to the event. There were no other electrical anomalies. The lead was reprogrammed and the patient will be monitored normally.